Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call rewind anomaly. Blood glucose at the time of incident was 98mg/dl. The customer states that during the rewind phase the insulin pump is making a high pitched squeal. The customer was advised the sound was not normal. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.